Event description:
This is the second sensor that I had to replace today (medtronic guardian sensor (3)). During calibration, sensor was reading 72 actual blood sugar was 111. Sensor was reading between 60-72 for 2 hours. I have contacted medtronic several time because I believe that there is an issue with lot hg50luf. I have three boxes of this same lot number, three sensor of the first box failed and now 2 sensors of the second box. I am sending the sensor where the clear plastic part did not separate from the tap back to medtronic as well as the remaining two sensors in the box. FDA safety report ID# (B)(4).